Event description:
During the patient's prophylactic battery replacement surgery, the surgeon noted that the wires in the lead had become exposed. The insulation surrounding the wires had opened and the two wires were visible. System diagnostics were run prior to and after the procedure, and all results were within normal limits (no specifics available). The surgeon decided not to perform a lead revision.

Manufacturer narrative:
Device visually evaulated by surgeon. Review of the lead insulation by the surgeon found the wires to reportedly be exposed. Device failure occurred, but did not cause or contribute to a death or serious injury.